Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's spouse that the rv lead fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope and the right ventricular (rv) lead exhibited low impedance warning. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.